Event description:
The customer reported being hospitalized due to low blood glucose levels, with a reading of 23 mg/dl. Prior to the event, the customer passed out while she was cooking. As a result, the insulin pump melted on the stove. The customer also stated that she had not eaten for several hours. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received totally melted and destroyed by fire. Unable to perform functional tests due to the fire damage.